Event description:
Philips received a complaint on the v60 ventilator indicating that the locking stand casters were broken. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. 4 replacement stand casters were ordered in a material only work order. In a good faith effort (gfe) response from a philips account admin, the correct customer site and device issue was clarified. In an additional gfe response from a biomedical engineer (bme), it was confirmed that the customer had received the replacement casters and installed them to resolve the device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.